Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported that there was a leak at the connection from the adapter to the supply bag (baxter extraneal icodextrin) during dwell 1. The patient stated that the adaptor came loose from the supply bag. The patient indicated that the connection was initially tight as possible. The patient did re-set up with new supplies and completed the treatment. The patient did not experience any adverse events or require any medical intervention. The adaptor was discarded and is not available to be returned to the manufacturer for physical evaluation.